Event description:
It was reported that the time is intermittently inaccurate. The cause was unknown. There was no impact to the customer's blood glucose level. The customer corrected the time to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.